Manufacturer narrative:
The device was returned for analysis. The retraction problem and mechanical jam were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event, however, there is a related exception issued for the lot. Additionally, a review of the complaint history of the reported lot indicated a lot specific quality issue. The reported mechanical jam (anterior needle had not come out of the machine) was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The difficulty removing the plunger is a symptom of the mechanical jam. The subsequent treatments are due to the circumstances of the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a small bore hole. Reportedly, the plunger could not be retracted and the prostyle was pulled out from the anatomy without reported injury. It was noted that the anterior needle did not come out of the machine. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.